Event description:
The customer's mother called to report her son have been experiencing high blood glucose while wearing the pod for 3 days. His bg, carbohydrate intake and insulin history for the third day ((B)(6) 2013) is as follows: see scanned table. The pod was removed and she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.